Event description:
It was reported the camera head had error code e226 (scope communication error). No image was displayed on the video screen. The issue occurred during preparation for use for a diagnostic laparoscopy procedure. A similar device was used to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. A field service engineer (fse) visited the site and cleaned the video connector. They were unable to verify the fault; images were observed and device was working as intended. However, cracked lines were observed on the video connector. The device was returned to olympus for evaluation and the customer¿s allegation of e226 scope communication error code was not confirmed. The device evaluation confirmed the crack lines on the video connector reported by the fse. Based on the results of the investigation, a probable root cause for the customer reported issue could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.